Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. Coiling of the left internal iliac artery also occurred. On (B)(6) 2010, an additional procedure was performed whereby an additional contralateral leg component was implanted to treat an unidentified endoleak that persisted from the initial procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.